Event description:
It was reported that the user experienced hypoglycemia after a routine lunch announcement while using the ilet with cgm, with a documented nadir of 39 mg/dl and subsequent recovery to 100 mg/dl after oral carbohydrate intake; cgm data reviewed by the caller indicated the ilet decreased and then suspended insulin delivery as glucose trended low, and cgm target settings were adjusted per guidance. Symptoms included hypoglycemia. Outcomes included no need for professional medical intervention and resolution with oral glucose. Investigation included device data review and user education. Investigation of this case revealed the device responded as designed by reducing and suspending insulin in response to low glucose trends, and no device malfunction was identified. It was concluded that hypoglycemia occurred with cause unclear and that the device functioned as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.